Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had a low blood glucose level of 39 mg/dl but his sensor glucose reading was 177 mg/dl. The customer treated his low blood glucose level with candy and suspended the insulin pump for a while. The device was not returned.